Event description:
The customer reported an issue with their meter, which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
The patient was being treated for an ica occlusion. The physician proceeded to advance a 054 reperfusion catheter using the coaxial technique with a 032 reperfusion catheter. During advancement, a carotid angiogram demonstrated what the physician termed a minor, non-significant, non-flow limiting vasospasm in the ica. The vasospasm resolved on its own without intervention. The event was deemed to be mild in severity, definitely related to the penumbra system, and definitely related to the angiographic procedure. Although the vasospasm did not result in patient injury, the patient did not fare well due to stroke progression. This patient also experienced edema requiring a hemicraniectomy. At 90 day follow up,the patient had a mrs score of 5. This MDR is associated with MDR 3005168196-2010-00609.

Manufacturer narrative:
The customer reported an issue with their meter, which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Manufacturer narrative:
Customer's meter was returned and investigated. Indications of memory overwrite were observed. Meter's uom was selectable and set to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter. This is a final report.